Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 18546017, model/catalog description: linear st lead kit 70 cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was not receiving therapy for cervical leads due to migration. The patient underwent a revision procedure wherein the leads were replaced and repositioned. No device malfunction was suspected. The patient was doing well postoperatively.